Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad conector on lcd board. Pump received with cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 294 mg/dl. Troubleshooting was performed. The device was returned for analysis.